Event description:
It was reported that the patient had pain in the abdomen.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: following surgery the patient reported pain in the abdomen. Probable root cause: printed markings missing, inconsistently spaced, or otherwise incorrect; incorrect device dimensions; user confusion . The device manufacturer date is not known.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: following surgery the patient reported pain in the abdomen. Probable root cause: printed markings missing, inconsistently spaced, or otherwise incorrect. Incorrect device dimensions. User confusion. The device manufacturer date is not known.

Event description:
It was reported that the patient had pain in the abdomen.